Event description:
It was reported that due to a rupture of left cylinder the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications as a result of this surgery.

Event description:
It was reported that due to a rupture of left cylinder the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications as a result of this surgery.

Manufacturer narrative:
Product analysis: the ipp device was returned for analysis. The ams 700 momentary squeeze (ms) pump and ipp cylinders were visually inspected and functionally tested. The pump was functional tested and performed within specification. One of the cylinders had broken fabric threads and exhibited bulging when inflated. Product analysis confirmed the reported events. DHR review/similar complaint review: review of manufacturing documentation and a meeting with the manufacturing team was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific risk review the ams 700 hazard analysis indicates that the as reported events this complaint do not represent a new hazardous situation.